Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report and via communication, the issue could not be reproduced and no parts were determined defective and replaced. The unit passed pre-use check without any issues. No log files have been provided for this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref: (B)(4).